Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratches display window and missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).